Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke. The surgeon utilized another suture to complete the case. The hosp has reported the pt is satisfactory.